Event description:
It was reported that, "at fial tightening of the s1 right screw, the head of the screw came off. The dr replaced the screw and finished the surgery."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.